Event description:
Tip of the depuy impactor from the trilock femoral core case #1 was broken off while in use during an anterior approach total hip replacement. Tip retrieved and instrument sequestered. As surgeon was using the depuy trilock femoral impactor during the anterior for a total hip replacement, the small metal tip broke off. It was retrieved and instrument was removed from sterile and sequestered.